Manufacturer narrative:
Approximate age of device ¿ 7 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient was admitted for workup of syncopal episodes and transferred on (B)(6) 2019 for hypoxic respiratory failure in setting of acute decompensated heart failure with reduced ejection fraction (hfref). The patient's ICU course was reported to have been complicated by extended-spectrum beta-lactamase-positive (B)(6) and urinary tract infection, carbapenem-resistant pseudomonas bacteremia, ventricular tachycardia requiring multiple defibrillations and gastrointestinal bleeding. The patient's condition was discussed at a family meeting on the day of death. The patient's mean arterial pressures began to fall prior to apnea and compressions. During admission, it was reported the patient's ldh was trending upwards, with final ldh of 977 on (B)(6) 2019. It was reported that the patient experienced sepsis with known sources include extended-spectrum (B)(6) and urinary tract infection and carbapenem-resistant pseudomonas alcaligenes colonization of vad driveline and bacteremia. It was reported that the patient had multiple episodes of coughing up blood. The patient had a history of upper gastrointestinal bleeding and arteriovenous malformation. The patient received 4 units of blood over 24 hours and was started on protonix drip and octreotide. Gi was consulted and no endoscopy was given due to likelihood of worsening heart disease instability with peri-procedural anesthetics. Blood was drawn every 6 hours and a transfusion was performed if hemoglobin was less than 8. Heparin drip was restarted during admission. The patient expired on (B)(6) 2019 after resuscitation was stopped by the family. It was reported that the device was not explanted and will not be returned. Cause of death was reported to be bacterial pneumonia from aspiration causing hypoxia and cardiac arrest and end stage heart failure. It was stated that the patient experienced shock of mixed cardiogenic, septic and hemorrhagic etiology from sources of the driveline, pseudomonas bacteremia, (B)(6) uti and pneumonia. The patient had possible pump thrombosis. The patient had ongoing gi bleeds requiring multiple transfusions of packed red blood cells.

Manufacturer narrative:
Expiration date and MFR date: additional information. Manufacturer's investigation conclusion: the cause of the reported event could not be determined. The center reported that the patient was admitted due to syncopal episodes and was transferred due to hypoxic respiratory failure. The patient¿s ICU course was complicated by multiple infections, ventricular tachycardia, and gi bleeding. The patient was also reported to have increasing ldh and possible pump thrombosis. The patient¿s mean arterial pressure began to decrease prior to apnea and compression. The patient expired after resuscitation efforts were halted by the family and cause of death was listed as pneumonia with aspiration. The center reported that the pump would not be returned for evaluation. The hmii IFU lists bleeding, driveline infection, pump pocket infection, local infection, hemolysis, device thrombosis, cardiac arrhythmia, and respiratory failure as adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.